Event description:
The hudson end on the grater shaft became stuck in the power drill and broke off. The second grater shaft was also not useable due to the spring mechanism on the grater end failed. The surgery was extended 30-45 minutes.